Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the device failed the background self test timeout and time base background test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: date of the event: (B)(6) 2022; the reported event did not occur during patient use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/09/2022.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed a non-original equipment manufacturer top case and battery pack. No visible contamination was observed. Review of the event history log showed several occurrences of "background self test timeout" and "time base bgnd test." Functional testing was unable to duplicate the reported issue. Although the reported issue was not duplicated during the investigation, a possible source of the reported issue may have been a transient failure in the software during the power up/self test process. The main printed circuit board was replaced as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.